Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non-tortuous and mildly calcified distal right coronary artery. The lesion was predilated with an unknown balloon. A 2.25x12mm taxus liberte' atom drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient stent damage was noted on the distal end of the stent. The procedure was completed with another taxus liberte' atom stent. No patient injuries or complications occurred. Patient status is listed as 'fine.'

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system (sds). Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage and tip damage. The stent had proximal end struts that were stretched and extending back up to 180 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non-tortuous and mildly calcified distal right coronary artery. The lesion was predilated with an unknown balloon. A 2.25x12mm taxus liberte' atom drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient stent damage was noted on the distal end of the stent. The procedure was completed with another taxus liberte' atom stent. No patient injuries or complications occurred. Patient status is listed as 'fine.'